Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl due to the pump allegedly delivering an unintended bolus. Tandem customer technical support confirmed via pump data that the customer had initiated the bolus. The customer consumed carbohydrates to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl due to the pump allegedly delivering an unintended bolus. Tandem customer technical support confirmed via pump data that the customer had initiated the bolus. The customer consumed carbohydrates to address the bg. No additional patient or event information available.